Event description:
Hospital advised that channel b keypad does not respond. The rate could not be changed from 250 cc/hr. The volume keys were also inaccessible. This occurred when the pump was being powered down and removed from the pt. The pump did not alarm. There was no pt consequence.